Event description:
The facility reported a colleague infusion pump with a failure code of 570. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 570 was confirmed during on-site product evaluation. The root cause was assigned to depleted battery. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: after further investigation by the quality engineers, the root cause of the reported condition was assigned to use/user error.